Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the event. The cause of peritonitis was unknown. Approximately 1 or 2 days after the onset, the pd catheter was removed. During hospitalization, the patient began treatment with unknown antibiotics for peritonitis. It was unknown if the patient was still hospitalized or discharged. The patient had not recovered from peritonitis at the time of the report. The patient discontinued pd therapy and was on hemodialysis. No additional information is available. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd895433 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.